Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The fuses were not open and functioning well. Systems checkout was performed and system was functioning as intended. No hardware system parts were replaced and sent to manufacturer for analysis.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the mobile viewing station (mvs) continued to die after the fuses were replaced earlier that week. It was reported that the site replaced the fuses earlier that week and the system functioned for a short period of time before the same issue was encountered again. There was no patient present.